Manufacturer narrative:
D.2. Additional medical device types: njr a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 5 of 11: it was reported that during use of the bd pcr cartridge on the bd max¿ instrument, a flu a false positive patient result was obtained. Sample was repeated on the cepheid genexpert and was negative. There was no report of patient impact.

Event description:
Report 5 of 11: it was reported that during use of the bd pcr cartridge on the bd max¿ instrument, a flu a false positive patient result was obtained. Sample was repeated on the cepheid genexpert and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - the complaint investigation for false positive results in the bd pcr cartridges (ref. 437519) lot 4225364 was performed by review of customer¿s data and by the complaint¿s history review. Customer reported suspecting eleven false positive results for the flua target since the curves obtained are unusual showing a linear straight curve. Customer provided runs 1928, 1929, 1931 and 1932 form bd max instrument ct2050 for investigation. Analysis revealed true amplification in the cy5 channel (positive for the flua target) for sample in run 1929; position b10. However, samples in run 1928; position b4, 1929; b7 and b11, run 1931; positions b2; b3; b4; b6; b10 and b11 and run 1932; position b2 showed an upward drift in the cy5 channel which appearance does not suggest a true positive result. There is an indication of a bd pcr cartridges (ref. 437519) issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends.